Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Counterfeit tamper seals were found on pump. Cracked on top case, both front corners, and cracked on right plunger case. No error message which related to battery problem was found in event history log (ehl). No error which related to customer reported problem was found in ehl. Check syringe flange sensor was found in the ehl. No problem was found on battery and all the reading within the required specification. Plunger tube seal was found push inside of pump. Check syringe flange sensor was found at power up and failed syringe flange sensor reading. The root cause of the reported issues were found to be no problem found on battery, customer incorrectly assemble and optocoupler connector was not plugged into main board by customer. Repair was not needed per battery reported problem. Replaced plunger tube seal. Reconnected optocoupler connector tightly into main board. Performed power up process and all functional testing.

Event description:
It was reported that the battery was bad, plunger rod was missing seal around it, and ear clip wasn't registering. No patient injury was reported.